Manufacturer narrative:
The recipient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection at the implant site. The recipient underwent revision surgery in (B)(6) 2016 due to a fistula; the muscle skin flap was sewn. On (B)(6) 2016, the recipient was hospitalized for ten days. The recipient's device was explanted. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a cut electrode and a slice in the antenna coil prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a slice in the antenna coil. This is believed to have occurred during revision surgery. System lock could not be obtained due to a slice in the antenna coil. This is believed to have occurred during revision surgery. The no lock condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.